Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01880. The same patient is represented in each medwatch

Manufacturer narrative:
The patient underwent mesh implantation in order to treat urinary incontinence, a severe high grade cystocele and a rectocele. The patient underwent the concurrent procedure of a vaginal hysterectomy during mesh implantation. It was reported that following insertion the patient experienced pelvic pain, vaginal pain, dyspareunia and vaginal scarring. It was reported that the patient underwent mesh removal on (B)(6) 2009 due to hard lump and vaginal pain. No additional information was provided. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01880. The same patient is represented in each medwatch

Manufacturer narrative:
Date sent to FDA: 6/19/2019. (B)(4). Additional narrative: it was reported that following insertion the patient experienced urinary frequency, urge incontinence and abnormal urination.